Event description:
It was reported that on (B)(6) 2009 the patient underwent a stenting procedure of the mid right coronary artery with a promus 3.5 x 28 mm stent. On (B)(6) 2010, the patient was hospitalized for chest discomfort and dyspnea on exertion. Myocardial infarction was ruled out. On (B)(6) 2010, diagnostic angiography was performed and patient underwent target vessel revascularization in a non-target lesion in the proximal right coronary artery with a non-abbott drug eluting stent for symptoms of ischemia and 80% stenosis. The event resolved on (B)(6) 2010 and the patient was discharged from the hospital on (B)(6) 2010. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina, ischemia and stenosis are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.